Event description:
Tip of device broke off in patient's glenoid. Surgeon felt the tip was in deep enough to not be a problem for the patient. Tip was not retrieved. This device is used for treatment.

Manufacturer narrative:
Evaluation confirmed the tip of the instrument is missing. Device also has a bent shaft. These conditions are typically related to misuse. Broken tips occur as a result of forcing the tip of the instrument against bone while passing it through tissue. Bent shafts occur if excessive force is applied while manipulating/shifting tissue with the instrument.